Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and stopped working. The customer's mother stated that by the time the customer got long lasting insulin, the customer's blood glucose was 280 mg/dl. The customer's mother stated that the insulin pump was worn on a clip outside the customer's jeans, and no other significant events leading to the alarm were noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.